Event description:
It was reported, the patient had developed a lump beside the area where the device was, and that her health care professional (hcp) had resolved the lump with "injections." A follow-up report will be sent if any additional information becomes available.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID, 37754 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37744 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).